Event description:
It was reported by the aci vascular specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral head via a 5f sheath (model unk). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that upon deployment, when the procedural sheath was pulled back to the black handle, the sealant was exposed mid way down the wire. The advancer tube was not exposed. The pt was converted to 15 mins of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was engaged to the proximal tamp lock and the sealant was not returned with the device. Damage was observed at the proximal tip of the advancer tube. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. Further, investigation revealed excessive adhesive fillet around the distal edges of both tamp locks which might have prevented the advancer tube from properly engaging the tamp locks. Shuttle cartridge, tamp locks and the advancer tube were measured, all features were found within specification. In addition, an anomaly was observed, the distal end of the advancer tube was not trimmed all the way through. Further investigation was recommended. A review of the lhr (lot f1317203) indicated tha the mynx lot met all established performance criteria prior to shipment. Advancer tube failure to engage was confirmed. Investigation revealed that the probable cause for the reported event of failure to deploy could have been from the excessive adhesive fillet/taper around the distal edge of the tamp lock preventing the advancer tube from properly engaging with the tamp lock.